Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, when the plunger was pushed down, no audible click was heard, and the collar of the plunger did not sit completely on the body of the device. The decision was made to remove the device to exchange for a new one. The foot was closed, but the device could not be removed. The foot was opened and closed again, but the device remained stuck. A surgical cutdown was performed to remove the device. After the device was removed, the tavi procedure was completed. Hemostasis was achieved surgically. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam was confirmed based on the returned device condition. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported mechanical jam appears to be related to deployment out of sequence based on the returned device condition indicating the plunger (step # 2) was depressed prior to deploying the foot (step #1). Removal attempt with device in the deployed position as returned (anterior needle tip engaged with the anterior cuff), likely contributed to the reported device entrapment such that surgical cut down was performed to remove the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.